Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion, white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. During the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported right side reoperation due to "implant falling out under arm pit." Healthcare professional later reported "any creases" and "radical folds" device was explanted.